Event description:
It was reported that subsequent to the implant of a protegen sling for treatment, the pt experienced urinary retention requiring self-catheterization. The pt underwent urethrolysis on june 8, 1998 with incision of the sling. It was found that the sling torqued to the right. The pt's incontinence returned and pt had a cadaveric sling implanted in 2000. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.